Manufacturer narrative:
A philips response center engineer (rce) spoke to the customer. It was confirmed that the incident occurred on (B)(6) 2019. It was noted that medical intervention was required. However, the details of the intervention and patient details were not provided by the customer. A philips field service engineer (fse) went to the customer site. The fse performed several tests with arrhythmia alarms and the equipment showed alarms, as normal. No alarm logs were available for review on this incident. The customer was provided the results of the fse testing. No parts were ordered and no repair was warranted. The device remains at the customer site. No subsequent calls logged for this device/issue. Although a philips field service engineer (fse) could not confirm the reported alarm failure during testing, philips cannot rule out a malfunction at the time of the incident.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that an alarm was not triggered which resulted in patient harm. The device was in use monitoring patients.